Event description:
This device was attempted, but not implanted because the device could not be interrogated after dft testing due to arcing between the device and rv lead. After this test, it was noted that the rv lead shock impedance was greater than 150 ohms.

Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The visual inspection revealed spots of molten titanium on the ICD housing. This indicates an arc-over from a high voltage lead conductor during a shock delivery, representing an external short circuit. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device was not interrogatable. Next, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. Due to the damage of the electrical module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless.